Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
Clinical trial. It was reported that one day following a coronary artery drug eluting stenting treatment procedure the patient experienced a mi (myocardial infarction). The index procedure identified one de novo target lesion in the mid rca (right coronary artery) which was direct stented with a taxus express2 3.5x20mm drug eluting stent. Prior to discharge, the patient experienced a non-q wave mi. However, the patient was discharged the same day on asa and plavix.